Manufacturer narrative:
(B)(4). Other devices used: catalog #42512400410; persona ps articular surface, lot #62815753; catalog #42540200029, persona all poly patella, lot #62946947, manufactured by b)(4); catalog #42500605601, persona ps femoral component, lot #62648059, manufactured by (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing post-operative pain.

Manufacturer narrative:
Other device used: catalog #00111214001, palacos r bone cement, lot #79604390 - this bone cement is manufactured at heraeus medical and distributed through zimmer orthopaedic surgical products. No product was returned as the devices remain implanted. The device history records for the tibial component and the bone cement were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. Although on post-operative x-ray images the components appear to have been assembled in their proper relative position, the surgeon suspects loosening of the tibia component. Per the package insert loosening or fracture/damage of the prosthetic knee components or surrounding tissues as well as pain are known adverse effects associated with this procedure. A definitive root cause cannot be determined with the information provided.